Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit has a system over temperature alarm. There was no patient harm.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the internal of the unit and found the system fan accumulated with dust. So, the fse cleaned the system fan free of dust. The fse then performed functional tests and system tests, which passed according to factory specifications. The unit was returned to the customer for clinical use.